Event description:
Approx 2 weeks after the stent was implanted in a renal artery aneurysm, it was found to be separated in two. The target lesion was reported to have no tortuosity or calcification, but was described as "hard". It was reported that when the stent was initially placed, it did not expand fully. However, no post-dilatation was performed to fully expand the stent. No intervention was performed after the stent was found to be separated. The pt's condition was reported as stable. The product is not available for evaluation and testing.